Manufacturer narrative:
H10: the sample was received for evaluation with original caps attached to the connectors. The sample was returned outside of the pouch and not in the original coiling position. A visual inspection with the naked eye noted a dislodged green cap to the patient connector. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line green pull ring cap of an unspecified [at least two(2)] quantity of amia cassettes "came off." This was observed during setup of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.